Event description:
It was reported that the pump touch screen "appears to be shattered internally", impacting ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for pump replacement, advising customer on storage and return procedures and ensuring use of multiple daily injections as backup therapy.